Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the caller stated the patient thought his battery was dead because his patient programmer stopped working. The caller is not sure what is wrong with the patient's programmer at the time of the call, she had not begun to troubleshoot it yet. The caller stated that she can interrogate the ins and the battery shows 3.01. The caller called back and stated that the patient put new batteries in their programmer and was getting the "ins in box" icon. When the caller interrogated with the tablet, it prompted that if you continue with this therapy it will clear data. However, the caller stated that all of the patient's programming was there she just filled in the last name under the patient info tab. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause was not determined. The rep synced with the tablet again and filled out the required information. The patient programmer still showed the ins in the box icon. The rep then read it with their 8840 and ended the session. The patient programmer then connected and the issue was resolved. No further information was reported.